Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a hole. During a revision procedure it was found that there was a minor hole in the pump after all components of the ipp were checked. A new pump was implanted and the procedure was completed after testing the device. Everything appeared to be working correctly. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the pump operation was not possible. It came to the state where the pump is crushed. The pump was not operating from the beginning so a replacement operation proceeded after confirmation that the pump was not working.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a hole. During a revision procedure it was found that there was a minor hole in the pump after all components of the ipp were checked. A new pump was implanted and the procedure was completed after testing the device. Everything appeared to be working correctly. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.